Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was a need for more conduit (vein) so he used the device on the patients second leg extending the time the device was used. During the bisection portion of the second leg the harvester noted an increase amount of smoke and also noticed a lot of escar on the jaws of the bisector. To alleviate the smoke he removed the bisector and place a wet sponge in the jaws to clean them. After cleaning he noticed that the protective silicone on one of the jaws had come off of the bisector. Power setting at 3. There was no issue with the power supply. This is the point where the second kit was opened to finish case. The damage happened while outside of the patients body an no harm to patient or pieces of device that detached were inside the patients leg. There was a short delay .

Manufacturer narrative:
Tw# (B)(4). Updated section: the device was returned to the factory for evaluation on 04/08/2025. An investigation was conducted on 04/09/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char was observed on the intact heater wire. There were no visual defects observed on the intact silicone insulation on the hot jaw. There was no silicone insulation on the entire cold jaw. The silicone insulation was not returned for evaluation. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on and produced visible steam. There was no excessive smoke observed. No additional testing was conducted due to the peeled jaw. Based on the returned condition of the device as well as the evaluation results, the reported failure "environmental particulates- smoke" was not confirmed, however, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000447195 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a